Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary treatment procedure was performed when the issue happened. The procedure was completed by moving the patient to another system. A field service engineer (fse) visited onsite and found that image disk was full. After reviewing log file, fse found exposure not possible as image disk full malfunction. Fse checked the system image disk was full, and it does not allow recording because ippc data disks have malfunction. To resolve the issue, fse replaced ippc data disks. After replacement of the ippc data disks, the system was working as intended. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that image disk was full - unable to do fluoroscopy. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.